Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a rise in shock impedance, where values were now out of range greater than 125 ohms. Technical services discussed considering increasing the alert to 150 ohms, perform isometrics to test the lead, or a synch max energy shock if the impedances exceed 150 ohms. The device system remains in-service. No adverse patient effects were reported.